Manufacturer narrative:
A partial lead with the distal tip measuring 34.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01329, 2938836-2020-01330. It was reported that high capture threshold was observed on the atrial lead. The lead was explanted and replaced on (B)(6) 2020. The patient's condition was stable.